Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to reposition the pump as it was uncomfortable to the patient. The pump did not migrate, there were no device malfunctions and the patient had a good result.